Event description:
It was reported the patient desaturated to the high 60s and 70s during ambulation while connected to the life2000 device. It was also noted that the flow meter setting on the oxygen concentrator dropped while connected to the life2000. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported the patient desaturated to the high 60s and 70s during ambulation while connected to the life2000 device. It was also noted that the flow meter setting on the oxygen concentrator dropped while connected to the life2000. The patient in this event is a 61-year-old female with a medical history of chronic respiratory failure, unspecified whether with hypoxia or hypercapnia, severe copd/emphysema, shortness of breath (sob)with any activity, gerd, hypertension, obstructive sleep apnea on bipap 16/10, pulmonary fibrosis/interstitial lung disease, chronic heart failure with diastolic dysfunction and mild ¿tr¿, atrial flutter, and supraventricular tachycardia. According to clinical notes dated 04apr2023, the patient uses bipap at home, and is on 6 liters nasal cannula at baseline. Per clinic notes, the patient woke up and her pulse ox was reading 40% on (B)(6)2023. She improved on her oxygen cannula at home, went back to sleep, and presented to the emergency room on (B)(6)2023 for ongoing sob. Upon arrival, the patient was saturating 96% on 6 liters nasal cannula but became very sob with ambulation. Patient had no active sign of infection such as pneumonia or viral upper respiratory infection. Chest x-ray showed chronic interstitial disease without a focal pneumonia. Venous blood gas was as follows: ph: 7.25; co2: 83; and bicarb: 47. Fev1 18%. According to clinic notes, titrate o2 to 88-92%. On (B)(6)2023, the patient was trained, and therapy was initiated on the life2000 device. On (B)(6)2023, the respiratory trainer was performing a follow up visit and the patient¿s spo2 was dropping to the high 60s and 70s with ambulation on the life2000 and on her normal nasal cannula. The patient uses 6 lpm of oxygen at rest and 10 lpm with ambulation using a respironics millennium m10 oxygen concentrator. The respiratory trainer noted the ball on the oxygen concentrator dropped from 10 lpm to 6 lpm while connected to the life2000. After the life2000 tubing was disconnected, the ball on the flow meter increased to 10 lpm. The patient sat down and her spo2 recovered to 96-99% on her normal nasal cannula at 10 lpm. The patient¿s prescription states maintain spo2> than 89%. The combo tubing and nasal interface that were in use were approximately two weeks old and there were no kinks noted in the tubing. The patient uses a CPAP device at night, which she was instructed to use that night and to stay on her normal nasal cannula throughout the day. The patient was advised to seek emergent care if she experienced increased sob or her spo2 dropped, which she understood. The patient stated the life2000 helps her, and she would really like it to work out. The life2000 was removed from the patient¿s home by the respiratory trainer and the trainer was advised to notify the patient¿s physician of the desaturation event. The following information was provided by the nurse practitioner (np) from the patient¿s clinic. The np stated she would like the patient to trial the life2000 again on new equipment. She requested to keep the patient¿s spo2 above 88% and she was aware that the patient also desaturates on her normal nasal cannula. The respiratory trainer will be advised that he can trial the patient on a new life2000 system. The breathe technologies life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The life2000 ventilation system requires the use of either the universal circuit connector or breathe pillows entrainment interface. The device instructions for use (IFU) states always have an alternate means of ventilation or oxygen therapy available. Hillrom received the life2000 ventilator and compressor and associated combo hose and patient circuit for inspection. The ventilator and compressor were set up in an extended range configuration using the returned combo hose and patient circuit. Using an everflo respironics 5l oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. No error message, alarms, or malfunctions were identified; the life2000 device functioned as intended. In this event, the patient¿s oxygen level was clinically below normal range, the change was temporary. The patient recovered by increasing the prescribed oxygen liter flow at rest from 6 lpm to 10 lpm, which is above the normal prescription for oxygen delivery at rest, concluding medical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. Although the device functioned as designed during inspection, the patient was connected to the life2000 at the time of the event. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor oxygen concentrator (as evidenced by a decrease in oxygen flow from 10 lpm to 6 lpm) leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology and exertion. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Based on this information, no further action is required.